Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia roller pump displayed 'belt slip' and 'underspeed' messages. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's territory manager, the end user fixed the occlusion but that did not fix the issue. The roller pump seemed to stop giving cardioplegia before it should have. The field service representative (fsr) replaced the roller pump. Release testing was performed. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby they received a 'belt slip' and 'underspeed' message. According to the statement from the manufacturer's sales representative, the team fixed the occlusion and it did not fix the issue. It seemed to stop giving cardioplegia before it should have. The unit was not changed out. There was no delay, no blood loss and no adverse event, and the surgery was completed successfully.

Manufacturer narrative:
Updated block: b5 the service repair technician (srt) was unable to duplicate the reported complaint. The roller pump ran for an hour with tubing and full occlusion with no issues found. The unit passed all performance and verification testing. The unit operated to the manufacturer's specifications.

Event description:
Hold for cm 11/8

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and powered it on. The roller pump ran for 21 hours or 178,800 rotations with no observation of a 'belt slip' or 'underspeed' message. The pst opened the roller pump, disassembled it and found no observations of excess grease from the main bearing that could have fouled the belt, encoder wheel, or pulleys. All the components were found to be exceptionally clean. It was determined that the roller pump met specification.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2021, the large roller pump had several 'underspeed (head < demand)', 'belt slip jam status = true', and one 'underspeed (belt slip)' events. This would cause the reported belt slip and underspeed messages. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.